Event description:
Pre-close perclose suture from a previous procedure earlier this year broke when attempted to close post procedure. Perclose #1 - suture broke, perclose #2 - clotted off, perclose #3 - cuff broke proximal end outside body. Doctor attempted to retract device, as the hydrophilic tip was inside the right femoral artery and this visualized under x-ray. Surgical consult for an emergency arteriotomy. Hydrophilic tip successfully removed by surgeon.